Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 10.5 months of support on the lvad, the pt's pump was exchanged due to suspected thrombosis. No pt symptoms or injuries reported.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.